Manufacturer narrative:
A skin revision and closure of the site was performed on (B)(6) 2020. This report is submitted on april 17, 2020.

Event description:
A skin revision and closure of the site was performed on (B)(6) 2020.

Event description:
Per the clinic, it was reported that the patient developed postauricular skin atrophy and skin breakdown over the implant site. Subsequently, the patient was treated with topical antibiotics for a duration of 8 weeks (date not reported). The patient is continuing to be clinically managed by their healthcare provider.